Manufacturer narrative:
It was reported that the patients device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 09, 2017.

Event description:
Per the clinic, the patient experienced edema and necrosis of the skin flap at implant site. Subsequently the patient underwent skin flap revision surgery (B)(6) 2016 (specific date not reported). The implanted device remains.